Event description:
It was reported that during an a-fib procedure, a pericardial effusion occurred. Pericardiocentesis was performed and the patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Multiple attempts to obtain additional information regarding the event were made without success. Concomitant products: carto 3 system us catalog #: fg540000, serial #: (B)(4). Stockert 70 system us catalog #: s7001, serial #: (B)(4). Cool flow pump us catalog #: cfp002, serial #: unknown. Ez steer coronary sinus us catalog #: bd710fj282rts, lot #: 15582617m. C3 nav variable lasso us catalog #: ln222515ct, lot # unknown. (B)(4)

Manufacturer narrative:
After multiple attempts to retrieve the device, the product was not returned for bwi investigation as initially reported. Device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).